Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 174 mg/dl, 77 mg/dl, and 99 mg/dl. No adverse event reported. The customer used the doctor's office test strips for the result comparison. The test strip lot number was not provided. The test strips are not expected to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.